Manufacturer narrative:
Follow-up # 2 (07/24/2013)-product evaluation: the associated test strips and meter were returned on 07/05/2013 and 04/26/2013, respectively and analyses completed on 07/19/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The test strips met specifications for testing. No issues were identified during investigation. The reported issue was not reproduced during meter testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "4.0 mmol/l higher" with the subject meter compared to the other device, performed within 30 minutes of each other. The reporter was unable to provide the results obtained on the meters. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 5/21/2013 with the following finding: the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.